Event description:
It was reported a patient's left ventricular lead presented with high capture thresholds. The lead was capped and replaced in a procedure on 7 mar 2023. Post-procedure there were no patient consequences.